Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af procedure, an error message of the catheter being for single use was noted. The tactisys was restarted with no resolution. The catheter was exchanged with the same lot with no resolution. The catheter was exchanged again with the same lot and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.